Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the reported issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint to perform failure analysis. The reported issue was confirmed and replicated with a physically loose carriage. The linear rail was tested with an insertion gauge tool where there was a failure. The unit was tested on an in-house system in normal mode with no triggered errors. The unit was also tested on a testing platform where no failures occurred.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the carriage on universal surgical manipulator (usm) was loose. The procedure was completed with no reported injury.